Event description:
It was reported to boston scientific corporation that an obtryx transobturator sling system was used during a procedure.according to the complainant, the patient experienced injuries but the exact nature and date of onset of the injuries are unknown. The patient's current condition is unknown.